Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient was treated between (B)(6) for a driveline infection with IV antibiotics. The hmii IFU lists driveline infection as an adverse event that may be associated with the use of the hmii lvas. This IFU, as well as the hmii patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was not provided. The event date is estimated. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that driveline exit site cultures tested positive for fungia in (B)(6) 2017 and (B)(6) for (B)(6) in (B)(6) 2018. The patient was treated with micafungin and intravenous vancomycin which would be continued indefinitely.